Event description:
It was reported that the cannula of a jelco® protectiv® safety i.v. Catheter remained in the patient's skin. The bedside nurse noticed the saline lock falling out of the patient's arm when changing a dressing. The nurse removed the rest of the IV, and noticed that the cannula was not intact to the saline lock and that the IV site had already healed over. The site was palpated and the IV cannula was felt under the skin, with the patient feeling a sharp pain when pushing on the site. The doctor came to address and was able to palpate the IV cannula. The patient underwent minor surgery under local anesthetic for IV cannula removal with repair to the cephalic vein. The entire cannula was removed. No permanent injury was reported.

Manufacturer narrative:
A jelco® protectiv® safety i.v. Catheter was returned for analysis. Examination via microscopy of the product as returned was unsuccessful in determining the root cause for the severance as the sample was heavily embedded with dried blood. At this point, permission had not been granted to clean the sample and remove the dried blood for clearer examination. Therefore, investigator was unable to assign a root cause.